Event description:
Dr. Reported a pt who experienced a slight infection following an injection of radiesse in the oral commissure and marionette lines. The infection was resolved by dr. The pt later contacted dr. By mail to request compensation for pain and suffering. Dr. Was unable to contact the pt at the phone number they provided. The pt refused to see dr. For further eval.